Event description:
It was reported to medtronic neurosurgery that the strata shunt assembly was explanted because it was obstructed. A new shunt was then implanted into the patient. It was also reported that the shunt was originally implanted three months prior to the event.

Manufacturer narrative:
The valve and peritoneal catheter were both patent. Therefore, the conditions of the complaint could not be duplicated by laboratory personnel. Proteinaceous debris was observed in the interior of the valve. The instructions for use that accompanies device states that the system may become occluded internally due to tissue fragments, blood clots, tumor cell aggregates, bacterial colonization or other debris. Both the valve and catheter met requirements for the leakage test. The valve met requirements for the siphon test. The valve did not meet all of the requirements for the reflux, pressure-flow, and preimplantation tests. Debris within the valve can hold pressure-flow controlling mechanisms open, resulting in fluid reflux and low pressure-flow results. A review of the manufacturing records was not possible as a lot number was not provided. All valves are 100% tested at the time of manufacture. (B)(4).